Event description:
This is a solicited case report received from a physician in (B)(6) on (B)(6) 2015 which refers to a female patient of unspecified age who was involved in a reimbursement or compensation activity, study number: (B)(4). Study description: essure generic reimbursement program. On (B)(6) 2015 an attempt to insert essure (fallopian tube occlusion insert), lot number d30804, was performed. It was stated that implant broke at the time of insertion in the hysteroscope, there was a placement failure due to technical reason (implant release failure and bended implant tip). Implant was kept. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had an attempt of essure (fallopian tube occlusion insert) insertion and the implant broke at the time of insertion in hysteroscope. This event is unlisted according to essure's reference safety information. Single cases of essure breakage have been reported, mainly during difficult insertions. In this particular case, physician had deployment difficulties (there was a failure to release the implant) and also a handling issue (one of the implant tip bended). This suggests a difficult insertion, which may have contributed for device breakage. Considering this event occurred in association with essure procedure, causality with the suspect insert cannot be excluded. This case was regarded as other reportable incident, as although the reported device breakage did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. A product technical analysis and follow-up information will be requested.

Manufacturer narrative:
Follow-up received on 19-oct-2015: no further information was obtained despite 2 follow-up attempts. Follow-up information received on 26-oct-2015 her initials and age were received. Her weight was (B)(6) and height was (B)(6). Problem with essure release occurred; it remained attached. Breakage occurred at green release catheter (previously reported event implant broke at the time of insertion in hysteroscope was updated). Instructions in the IFU were followed. It was reported that event occurred during placement. Patient had no symptoms/complaints. Essure was not removed; it was not removed because of patient request, it was not medically necessary to remove. The broken pieces were not retrieved. There was no patient injury. Breakage had not led to serious injury under less fortunate circumstances. The device was not available. The patient was recovered. No other new medical information was provided. Case closed. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had an attempt of essure (fallopian tube occlusion insert) insertion and the implant broke at the time of insertion in hysteroscope. This event is unlisted according to essure's reference safety information. Single cases of essure breakage have been reported, mainly during difficult insertions. In this particular case, physician had deployment difficulties (there was a failure to release the implant) and also a handling issue (one of the implant tip bended). This suggests a difficult insertion, which may have contributed for device breakage. Considering this event occurred in association with essure procedure, causality with the suspect insert cannot be excluded. This case was regarded as other reportable incident, as although the reported device breakage did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. A product technical analysis is expected.

Manufacturer narrative:
Follow-up received on 19-nov-2015 with the final ptc (ptc global number: (B)(4)) investigation result: final assessment: batch number - d30804; production date - nov-2014; expiration date - 28-nov-2017. Failure mode/mechanism: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We were unable to confirm any quality defect or device malfunction at this time. The possibility of insert (the catheter and/or micro-insert and/or introducer) breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a technical issue. However, no medical events were reported. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Correction <19-nov-2015> following company internal review the unique identifier (UDI) number (B)(4) for the ptc complaint ID (B)(4) was added. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 26-nov-2015 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had an attempt of essure (fallopian tube occlusion insert) insertion and the implant broke at the time of insertion in hysteroscope. This event was previously regarded as unlisted according to the reference safety information for essure; however upon receipt of the product technical analysis (ptc), which stated that micro-insert breaking off during the procedure is an anticipated event; it was amended to listed. Single cases of essure breakage have been reported, mainly during difficult insertions. In this particular case, physician had deployment difficulties (there was a failure to release the implant) and also a handling issue (one of the implant tip bended). This suggests a difficult insertion, which may have contributed for device breakage. Considering this event occurred in association with essure procedure, causality with the suspect insert cannot be excluded. This case was regarded as other reportable incident, as although the reported device breakage did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Product technical complaint (ptc) analysis concluded that there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No further information is expected.

Manufacturer narrative:
Data correction for us reporting. The code (B)(4) was replaced with (B)(4).